Manufacturer narrative:
No service was requested. The ventilator was investigated by a third party service provider with the following provided results. The logged errors indicate that the expiratory cassette was loose and had intermittent connection, the ventilator alarmed and once the expiratory cassette was positively connected, the unit self-corrected and began normal operation. The locking mechanism of the expiratory cassette was checked, found to be intact and not compromised. Several pre-use checks was performed with good results. The ventilator was tested in normal operation for several hours without alarms or failures. The root cause of the reported event was that the expiratory cassette was not installed correctly. This will cause inadequate communication when reading eeprom data from/to the expiratory cassette. There is no ventilator malfunction.

Event description:
A user facility medwatch report #: (B)(4) was received stating that: ¿called to room by rn for vent alarming. On arrival, vent showing expiratory technical issue and showing low minute ventilation(mv). Started to bag patient and had other respiratory therapist(rt) bring a new vent in. Patients sat's did not drop. Device was a rental maquet servo-I vent that was removed from service by the rental company. Unfortunately we do not know the results of the tests completed by the rental company, since the device was removed from use. Staff did not notify clinical engineering of any issue before the device was picked up and removed from service.¿ manufacturer's ref #: (B)(4).